Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition issue. It was reported that the pump "broke" but no further details were provided. The patient reported that she "borrowed" a third party pump on two occasions, one of which was a "t-slim" insulin pump. Customer service made multiple attempts to contact the reporter for more information without success. The patient was unable to provide a serial number for the pump in question or confirm the model/brand. There was no indication that the product caused or contributed to an adverse event. It is unclear if this complaint is on an animas-manufactured insulin pump. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.